Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal distension, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place and that her fallopian tubes were occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial polyp, anemia and perimenopausal symptoms. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy and abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure (ess205) administration. The reporter commented: left: 2 rings. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-jun-2019: quality safety evaluation of ptc. On 09-dec-2022: medical records received. Reporter information, patient date of birth, medical history, reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal distension, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.